Manufacturer narrative:
There are no hints for a material problem. According to the quality standard and DHR files a material defect and production error was not found. In the light of the small amount of information received and due to the circumstance that we did not receive the complained device for investigation, it is not possible to determine a root cause for the mentioned failure. In addition, no laboratory evidence of the intensity of the metallosis, blood values of the patient or other test results were provided. After the 8d report a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with columbus ps femoral. It was reported that a revision surgery was necessary due to allergic reaction. Metallosis has reportedly occurred. A revision surgery is scheduled and a competitor product will be implanted as the replacement. Additional information was not provided nor available / was not available. Additional patient information is not available. The adverse event / malfunction is filed under (B)(4).